Event description:
The customer called to report a constant tone, blank display and no button response. Troubleshooting was performed and the problems continued. The reported blood glucose reading was 166 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic and motor assemblies. Unable to verify the audio tone or alarms due to the blank display.